Manufacturer narrative:
This event occurred in (B)(4).

Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result for one patient on their elecsys 2010 analyzer. The customer stated the sample was clean and clear with no visible clots. The customer received the sample in an aliquot tube that they transferred to a sample cup for analysis. The patient's initial hcgb result was 0.291 iu/l and it was reported outside the laboratory as <2 iu/l. On (B)(6) 2014, the sample was repeated following a query from a doctor. The repeat result was >10000 iu/l. The sample was repeated with dilution and the result was 130264 iu/l. On (B)(6) 2014, the sample was repeated from the primary tube and the result was 130014 iu/l. The patient was not adversely affected by this event. The hcgb reagent lot number was 175098. The expiration date was requested but not provided. It was noted that the analyzer was overdue for a lot calibration by one week.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional details were requested but not provided. The quality control was within the customer's individual criteria, but was different to the roche recommendations. A reagent issue was unlikely. It was noted the customer was not following the tube manufacturer's clotting time recommendations. The alarm trace showed nothing remarkable and the performance check data was within specifications. An instrument issue was unlikely.